Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that it takes the patient up to an hour and a half to locate her ipg with her charger. Once the ipg is located, then the patient reported that she can charge as she should. It was reported that this issue began when the patient received the charger. A replacement charger was sent to the patient; it is undetermined at this time whether the replacement device resolved the issue. This report is being submitted as a precautionary measure as similar alleged events have resulted in the explant of the ipg.